Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2018, during an open reduction of internal fixation (orif) of a metacarpal fracture procedure, when the surgeon doing the final tightening of the two (2) cortex screws, the heads of the screws ripped off when providing tension on the screw to insert it in the plate. In addition, the drill bit also broke. Part of the broken drill bit and two of the cortex screw heads were removed and the other parts of the broken screws and drill bit were left in the patient. Fragments from broken devices were successfully removed. There was a 20-minute surgical delay. The patient's outcome is unknown. Concomitant device reported: unknown plate (part, lot, & quantity is unknown). This complaint involves three (3) devices. This report is 3 of 3 for (B)(4).